Event description:
It was reported that "one side of the clamp jaw got broken off from the base when removing the clamp during cardiac surgery." The customer reported that there was no unusual wear or cracks noted during visual inspection before use. It is unlikely that the fragment of the clamp remained inside the patient's body. There are no patient complications reported.

Manufacturer narrative:
(B)(4). If the device should become available for evaluation, a follow up will be sent.

Manufacturer narrative:
(B)(4): one cv5050 instrument was returned for analysis. The lot code indicates a march 1990 manufacture date. The item has been in use over 22 years. It was reported that "one side of the clamp jaw got broken off from the base when removing the clamp during cardiac surgery." The customer reported that there was no unusual wear or cracks noted during visual inspection before use. It is unlikely that the fragment of the clamp remained inside the patient body. Initial examination showed what appeared to be oxidation on the fracture surface. This is usually the results of exposed surface over some time, indicating the instrument had in fact been cracked for a period of time. The instrument was then sent to the metallurgist for an in-depth analysis. The results of his investigation were: the fractured surfaces were visually and microscopically examined. Approximately, 75 to 80% of the fractured surfaces exhibited corrosion indicating the jaw was cracked prior to breaking off for a long time to show this type of rust. Another indication the instrument was cracked prior to failure are the shiny spots on rusty surfaces caused by rubbing of the two surfaces during use. A more careful inspection during cleaning would be able catch this rust at the bottom of the junction and remove this instrument from service. Current DHR files show no rejections or deviations related to this type of defect. The complaint history file shows only one other instance of a broken instrument. Monitoring for similar issues will be continued and when deemed appropriate, actions taken. Based on the results of the investigation, no corrective actions are planned for the manufacturing process. The product code will continue to be monitored for defect trends.